Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that, there was damage of iol. The lens left in the patients eye. Additional information has been requested.

Manufacturer narrative:
A qualified cartridge, handpiece, and viscoelastic were used with the lens. The lens remains implanted. The file indicated that the issue was noted after implantation. The type of lens damage or the location of damage on the lens was not specified. Qualified associated products were used. Information was provided that the temperature of the viscoelastic was equal to the or temperature which was approximately 67 degrees. This temperature is within the recommended range. Per the IFU: use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). It is unknown if the lens remained in the injector within the recommended time. Per the instructions for use (IFU): follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. If additional information were to become available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).